Event description:
It was reported that a red call doctor was observed on this patients home monitor. Additional information confirmed there were shock impedance measurements of greater than 400 ohms in addition to the beeper function being disabled. Technical services (ts) discussed troubleshooting options. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red call doctor was observed on this patients home monitor. Additional information confirmed there were shock impedance measurements of greater than 400 ohms in addition to the beeper function being disabled. Technical services (ts) discussed troubleshooting options. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No adverse patient effects were reported. Additional information was received that an x ray was obtained which ts noted appeared the electrode was fractured. Shock therapy was programmed off and this s-ICD remains implanted.